Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed to power on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02/01/2019. Date received by manufacturer: 01/29/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer requested part information for the power switch overlay. The fse recommended that the customer instead swap out the power management board to identify the failure and also provided the customer with the part ID information. The customer reported that were unable to duplicate the error; therefore, the unit was returned to service.